Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
It was reported that the customer had issues with the battery. She noticed that the bars were not moving on the battery icon and as result she always changed the battery to make sure the insulin pump would not shut down. The customer's blood glucose level was 129 mg/dl. The product was not returned. Nothing further to report.